Event description:
The user facility reported that their evolution transfer carriage fell to the floor while an employee was loading their sterilizer resulting in a bruise on their arm. Medical treatment was sought and administered. (Ibuprofen)

Manufacturer narrative:
A steris service technician arrived onsite to inspect the evolution transfer carriage and found that the locking pins were unable to align with the sterilizer's docking station. This allowed the wheels to become unlocked resulting in the reported event. The root cause of the reported event is impact damage by facility personnel subsequently allowing the locking pins to become misaligned. The evolution transfer carriage is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. The unit has been removed from service pending repairs. The technician counseled facility personnel on the proper use and operation of the transfer carriage, specifically the importance of not bumping the transfer carriage into walls or other equipment. A follow-up MDR will be submitted when additional information becomes available.

Manufacturer narrative:
The technician replaced the wheel carriage assembly. Tested the unit, confirmed, it to be operating according to specifications. And returned it to service. No additional issues have been reported.